Event description:
Customer reported observing low sample or reagent volume in wells a6 and h1 when performing the ot htlv I/ii elisa using summit sample handler. No error message was generated by the instrument. An fse was dispatched and determined that plunger and tip clamps in positions 3,4 and 5 needed replacing. Fse replaced the clamps and performed add'l tests to ensure the instruments operation. Diagnostics checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.